Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders it was reported that the patient was experiencing increased tremors. It was also reported contact 0 had high impedances at 18k ohms. This contact is not used in programming. No further complications were reported or anticipated. Additional information was received from the healthcare provider indicating that the rep reviewed with her that the ins may be depleted and thus the reason for the patient's return of symptoms. The caller states that the patient charges every 1-2 days for 1-2 hours but on (B)(6) 2018 they charged for 3.5 hours and the interval was 5 days at a time. The caller pulled up the last six sessions on the ins and the sessions only went back to (B)(6) 2018 so no info could be gathered as far as the starting voltage on the ins when the charge began. It was reviewed they should check to see if the ins is on/off using the patient programmer.